Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient¿s device was removed due to the device not working for them anymore. The device was not strong enough. The patient did not have/know any reason for the change in therapy. The doctor wanted to move the device but the patient opted to remove instead. The patient was calling to donate their recharger so patient services reviewed that they can bring it to their doctor for donation. The event date was unknown. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6)2019. The patient does not remember their weight at the time of the event. The cause of the device not working for them was due to them having other problems that hurt all more so their pain took a back seat and it wasn¿t strong enough. The patient threw their explanted device in the trash. No further complications were reported/are anticipated.